Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intraaortic balloon pump (iabp) unit is leaking water. It is unknown if a patient was involved.

Event description:
N/a.

Manufacturer narrative:
A getinge field service technician inspected the unit to see if the iabp was leaking helium because the machine does not hold any water. Per getinge field service technician this was a customer error!! The biomed that the getinge fst was working with ((B)(6)) was trying to do the pim test without blocking the port first. Iabp will always say "insufficient pressure for vent test" if you don't block the pim first. Getinge fst tested unit to see if it was leaking helium and it's currently tight as a drum. The unit was returned to clinical service and cleared for customer use.